Event description:
Issues pairing with the cgm were reported, as the customer had to retry over five times in one day, resulting in rapid battery drain. There was no adverse impact to the customer¿s blood glucose level. The customer did not request further troubleshooting after encountering these issues.